Event description:
It was reported that the wrong inflation chart was inserted (7mm chart) in the packaging. There was no patient involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.